Manufacturer narrative:
The patient has reported that he has lost his sense of smell, a condition known as anosmia, as a result of using our CPAP hc233 humidifier. Further information obtained from him establishes that he had been using a competitor's CPAP machine since 2002 and began using the hc233 unit in 2007. He claims to have developed anosmia some time three months later. The patient has not, as yet, provided us with any medical evidence to support this claim. We have made several attempts to gain further information from the patient. We have also requested that the CPAP unit be returned to us for evaluation. At the moment, the patient continues to use the CPAP unit. We will provide a follow up report once we have more information and have been able to complete our investigation.

Event description:
A patient reported that while using his hc233 CPAP humidifier, he lost his sense of smell.